Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port exhibited tubing separation which led to a leak. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR review was performed on lot number 8187553; the lot number was built / packaged on nfa line #1 from 08jul18 thru 14jul18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion(s): undetermined. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. Although a sample was not received for investigation and we were unable to confirm the reported issue, the probable root cause is: relationship of device to the reported incident: manufacturing ¿ the defect identified was created at the zone 8 adhesive dispense station after the station redesign. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol (B)(4) that the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester in zone 8. CAPA 684099 was opened to investigate the separation adapter from tubing complaints and implement corrective actions.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port exhibited tubing separation which led to a leak. No serious injury or medical intervention was reported.